Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).

Event description:
It was reported by the physician that when the external pulse generator (epg) was being used on a patient, the pacing stopped. A new battery was inserted and the pacing continued. The status of the epg is unknown. No patient complications have been reported as a result of this event.